Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient was unable to get their ins to turn on. The patient programmer showed the ins was low. The patient used the insr (recharger), which showed the ins was off. The patient tried charging for 1.5 hours the other night and it was not going anywhere. The patient did mention their ins was implanted in their abdomen. The patient was able to charge their ins. They wondered why their ins kept turning itself off. No patient symptoms or further complications were reported as a result of this event.